Event description:
It was reported that the physician's programming tablet was giving an "unable to open port" message. The physician was provided a new usb cable which resolved the issue. It was reported that the faulty serial cable was discarded; therefore, analysis cannot be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.